Event description:
The customer reported experiencing an alarm 2 followed by an alarm 26. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer ceased using the pump and switched to manual daily injections (mdi).